Event description:
Per medwatch report: "the pt lost the tip of the left ring finger in the mechanism or trim of a three position recliner (geri-chair) during or immediately after repositioning from fully reclining to fully up-right. It could not be determined if the finger was caught as the recliner was brought up right or if it got caught in the mechanism immediately thereafter by inserting the finger into the mechansim and catching it when staff pulled pt into an up-right position.